Manufacturer narrative:
An investigation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The pt contact nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer did not produce an aerosol mist to alleviate her respiratory distress. After adding that she did not clean the atomizer properly, the pt reported that she required medical treatment at the hospital following the atomizer's malfunction. Multiple attempts were made to reach the customer via telephone unsuccessfully.